Event description:
It was reported to boston scientific that during an endoscopic retrograde cholangiopancreatography procedure (ercp), after they put the device through the scope and prior to entering into the papilla, the physician noticed (on the endo screen) that the tip was frayed. The device was removed and the procedure was finished with another of the same device. There were no pt complications.